Event description:
It was reported that during surgery to implant the artificial cervical disc, the implant would not stay on the inserter. A second instrument set was opened and another inserter was tried, but it still would not stay engaged. Another artificial disc implant was opened and was able to be used successfully. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event. (B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.